Event description:
Customer got a reading of 394mg/dl on his medisense optium meter, which was higher than what he expected he passed out and was found by his son who gave him a shot of 65 units of insulin.